Manufacturer narrative:
The device used in treatment has been returned for evaluation. This evaluation was not able to establish a relationship between the failures reported and the device. The visual inspection found no defects, the functional evaluation found no fault. The device was fully tested and performed within expected parameters. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failures has been reviewed which shows in the previous four years there have been further instances. At this time it has been deemed that no further action is required in relation to this complaint. This investigation has now been closed and recorded as no fault found. It is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. This situation could occur when there is misalignment or a physical blockage at the softport to dressing interface. Suction failure can occur as a result of an insufficient seal on the dressing. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
Fail blockage test, no alarm. This was reported during inspection at (B)(4), no patient involvement.